Event description:
It was reported that a physician training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was held at an incorrect angle and when the plunger was removed, the suture was not present. The guide wire was reinserted and the device was removed. The sheath was reinserted and left for a couple of hours until hemostasis was achieved. There was no adverse pt sequela. No additional info was provided.

Manufacturer narrative:
(B)(4) - incorrect procedure/method. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.